Event description:
The device was used during a video assisted thoracoscopy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon performed a thoracotomy to search for the component. The hosp has reported the pt's condition is satisfactory.